Event description:
Procedure performed: gastric sleeve. Event description: the surgeon was using the trocar as a scope trocar for a gastric sleeve surgery. The introduction went smoothly, but when working close to the esophageal hiatus, the surgeon pushed the trocar in with the scope and heard and felt a snap. The staff checked and when they took out the scope, the trocar had broken at the cannula in half. Half came out easily, but the rest was stick in the incision area between the aperture and the abdominal wall. The broken piece was removed successfully, but the staff had to use a kelly and a grasper and push it to remove it. Surgeon let our account manager know she felt the trocar had a lot of give when squeezing it and stated she felt it was flimsy. Additional information provided by applied medical representative on 31oct2024 via email: the bend/break occurred at the shaft. The bend/break was identified during use. The trocar was rotated in alternating clockwise and counterclockwise direction during insertion. There was no difficulty during insertion. The trocar was not used with a robot. The obturator was not inserted in the cannula at the time of the incident. The scope was in the cannula at the time of the incident. Additional information provided via email from applied medical representative on 30jan25: lot number is 1523329. Intervention: removed successfully. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specification. Based on the condition of the returned unit, it is likely that the reported event may have occurred during device manipulation while the scope was inside the cannula. It is likely that the cannula shaft fracture was due to uneven cannula wall thickness, which could cause the cannula to be more susceptible to fracture. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: gastric sleeve. Event description: the surgeon was using the trocar as a scope trocar for a gastric sleeve surgery. The introduction went smoothly, but when working close to the esophageal hiatus, the surgeon pushed the trocar in with the scope and heard and felt a snap. The staff checked and when they took out the scope, the trocar had broken at the cannula in half. Half came out easily, but the rest was stick in the incision area between the aperture and the abdominal wall. The broken piece was removed successfully, but the staff had to use a kelly and a grasper and push it to remove it. Surgeon let our account manager know she felt the trocar had a lot of give when squeezing it and stated she felt it was flimsy. Additional information provided by applied medical representative on (B)(6) 2024 via email: the bend/break occurred at the shaft. The bend/break was identified during use. The trocar was rotated in alternating clockwise and counterclockwise direction during insertion. There was no difficulty during insertion. The trocar was not used with a robot. The obturator was not inserted in the cannula at the time of the incident. The scope was in the cannula at the time of the incident. Intervention: removed successfully. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.